Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to urethral atrophy from cuff. There was no leak found in the system. The entire aus was removed and replaced with a new one. No further complication were reported in relation to this event.

Manufacturer narrative:
Atrophy was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Review of the manufacturing records for batch 903012 confirmed that there was a total of (B)(4) units started for this manufactured batch with (B)(4) units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No labeling review, ship history, or risk review required per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to urethral atrophy from cuff. There was no leak found in the system. The entire aus was removed and replaced with a new one. No further complication were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.